Event description:
It was reported that a tl60 was used during a anastomosis of large bowel procedure. It was reported by the affiliate that the surgeon went to do anastomosis, fired stapler and there were no staples in the device. A second device was used to complete the case. There was no consequence to the pt.